Event description:
Device 1 of 2. Reference MFR report # 1627487-2013-20050. It was reported, the patient experienced pain radiating around the chest and back area while lying supine. The stimulation is not turned on. Follow-up identified the physician explanted the system on (B)(6) 2013. The product will not return for analysis.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.